Event description:
It was reported that the customer experienced a low blood (bg) glucose level of about 30 mg/dl. The pump log was reviewed and it was found that the customer request and confirmed multiple manual boluses leading to the low. Customer addressed the decreased bg by consuming bread, twizzlers, ice cream sandwich and other foods to help bring up their bg. Reportedly, the customer lost consciousness, but did not require any assistance as they regained consciousness on their own.